Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was attempting to rewind the insulin pump but having difficulty, and resorted to manual injection. The customer also stated that the insulin pump delivered too much insulin for boluses. The customer had been hospitalized twice for low blood glucose and had been experiencing low blood glucose for three weeks. The customer did not recall the blood glucose reading for the first hospitalization but stated that it was 30 mg/dl at the during the second adverse event. She reported that the drive support cap appeared normal and recessed. The programming was correct but the time was off and the customer was assisted in correcting it. The customer was advised to monitor the issue and call back if it persisted.